Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005, 5076-58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high impedances on the active high voltage coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.